Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the right ventricular lead which was positioned near the apex. The lead was explanted and replaced successfully without adverse consequence to the patient. The patient was in stable and good condition post procedure.